Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and flanks and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data: d1.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-01820.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/24/2023. It has been identified that this record, mrn 3007215625-2023-00427, is a duplicate of mrn 3007215625-2022-01820. Please see mrn 3007215625-2022-01820 for reportable events. This record is no longer reportable to the FDA and will be un-reported.